Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's personal profile had the basal rate set to zero for two time segments and the customer's blood glucose (bg) level was 305 mg/dl. The customer indicated that a manual injection would be administered to treat the bg level and would speak to a health care provider about the basal rate settings.